Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 300-500mg/dl the last 2 weeks. The customer declined to trouble shoot for high blood glucose levels. The customer mentioned receiving no delivery alarms. The customer mention they called local office to trouble shoot and they found out the reservoir was the issue. The customer declined high blood glucose troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. The device was received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. It was received with stained and peeling serial number label. It was received with minor scratched display window, case and keypad overlay.